Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer also received weak signal alerts as well as lost sensor alerts. The customer further stated that he was receiving alarms constantly. The customer stated that at the time of the call he was receiving the meter blood glucose now notification. The customer's blood glucose was 400 mg/dl. The customer treated the high blood glucose by heavily bolusing. The customer declined troubleshooting. The customer reported another incident of low blood glucose of 50 mg/dl and subsequently receiving threshold suspend alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.